Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(humeral stem loosening. F/68)." The previous surgery and the surgery detailed in this event occurred 1.9 years apart. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The findings did not lead to a firm conclusion since the needed records were not available at the time of this investigation. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. The device history record was not found among djo and available zimmer biomet records. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to humeral stem loosening. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.